Event description:
Customer using accu-chek inform system. Customer tested neonate back to back on the same meter with results of 37mg/dl and 51 mg/dl. No action was taken based on device results. Customer states no injury or illness due to readings. Location of testing was the hosp. Qcs were run. A request was made for return of the suspect product and a resplacement was sent. Accu-chek inform system: accu-chek comfort curve test strips lot# 549302, exp date: 11/30/2007.

Manufacturer narrative:
The suspect product is the comfort curve test strips.